Manufacturer narrative:
(B)(4). Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6)2018 due to hernia recurrence, adhesions and pain. Corrected information: d6 corrected b5 narrative: it was reported that the patient underwent a hernia repair procedure on (B)(6)2012 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.